Event description:
(B)(4). The patient was enrolled in (B)(6) of 2005. The patient underwent treatment with the carotid wallstent monorail device. A type I lesion was identified in the right carotid artery with a 6mm reference vessel diameter and a 15mm length. There was 80% stenosis as measured by nascet. The lesion characteristics were that there was no thrombus, no ulceration, no dissection and no pseudo-aneurysm present. There was 1+ calcium present and there was no target vessel tortuosity. A 7mm diameter and 50mm length carotid wallstent monorail stent was successfully implanted at the intended site. A filter wire ez was used successfully as cerebral protection. Also, a non-bsc balloon dilatation catheter was used. Atropine 0.5 ui was given during the procedure. The procedure was documented as technically successful. Residual stenosis was 0-29%. Post procedure the carotid stent was patent with 0% residual stenosis. The patient was asymptomatic. There were no complications within first 24 hours after the procedure. The patient had a follow up visit in (B)(6) of 2005. The carotid stent was patent with 0% stenosis. The patient was symptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and motor system were functioning normal and were unchanged from the last visit. The sensory system was worse since the last visit. The patient experienced a transient ischemic attack (tia ) in (B)(6) of 2005 and was described in the comment as a temporary left 4th finger and tongue "dizziness." No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.